Event description:
A piece of a 10mm endocatch bag ripped off when pulling the string to close the bag. The piece does not normally come off and remains attached as it enters and exited the patient. However, this time it came off and luckily was noticed by the surgical team. The piece was removed from the patient and placed in a specimen bag along with the item's packaging. Safety rn notified and given the item to report to materials. The site is reaching out to the rep. There are many reports similar to this in maude. Manufacturer response for endocatch device, endo catch gold specimen retrieval pouch 10mm (per site reporter) clinical site contacting rep.